Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-sep-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), hypoacusis ("30% hearing loss in left ear"), migraine with aura ("ophthalmic migraine") with blindness, depression ("depression"), amnesia ("memory loss"), disturbance in attention ("trouble concentrating"), tendonitis ("tendinitis"), arthralgia ("joint pain"), complex regional pain syndrome ("algodystrophy"), asthenia ("asthenia"), tooth loss ("tooth loss"), chills ("chills"), alopecia ("hair loss") and mobility decreased ("trouble moving"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, hypoacusis, migraine with aura, amnesia, disturbance in attention, tendonitis, arthralgia, complex regional pain syndrome, asthenia, tooth loss, chills and alopecia outcome was unknown and the mobility decreased had not resolved. The reporter provided no causality assessment for abdominal pain, alopecia, amnesia, arthralgia, asthenia, chills, complex regional pain syndrome, depression, disturbance in attention, hypoacusis, migraine with aura, mobility decreased, tendonitis and tooth loss with essure. The reporter commented: period of occurrence: (B)(6) 2011 to present since the fitting of the device. Numerous symptoms were experienced gradually since the essure devices were fitted. Patient was unable to work. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.